Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Customer reported he was experiencing high blood glucose of 317 mg/dl. Customer was not sure what might be causing the high. Customer did not have any symptoms. Customer scheduled an appointment with doctor. The drive support cap appeared flush. Customer stated there was a space in tubing, assisted to purge bubbles. Manual prime was performed and insulin did exit. Customer stated the cannula was not bent just noted a red mark because of insertion. Customer was advised to do a complete set change. Customer was advised to revert to back up plan. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.